Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, provided instructions for storage mode and return of malfunctioning pump within specified timeframe, confirmed shipping details and signature requirement, and advised customer to enter pump settings and reconnect continuous glucose monitor once replacement pump was received.